Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.0 into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vault. Reference MFR report# 2023826-2019-01287 for initial implant. Reportedly, the lens remains implanted, the patient is stable, and the surgeon is observing the situation.